Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system extension sets with control-a-flo regulator underinfused. It was further reported that several times during use with a non-baxter primary set, an unspecified syringe would be attached to the valve to draw-off saline to perform a flush after pushing a medication at the same injection site; the customer would experience resistance when drawing back the syringe. There was no patient injury or medical intervention associated with this event. No additional information is available.